Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor (icm) could not be interrogated by three different programmers. The patient was asymptomatic. The icm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of no ble telemetry was confirmed. The device was received with no telemetry. Analysis showed the battery voltage was at end of life (eol). The device was cut open to enable further testing, and hybrid current measurements indicated elevated current drain. The battery was removed and analyzed by the supplier, with no anomalies identified. After restoring the device to shipped settings, functional testing demonstrated normal operation. A longevity calculation indicated that the battery depletion was premature. The reported ble telemetry loss was attributed to the low battery condition, consistent with a hybrid anomaly.